Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: nothing in the description suggest a possible root cause for this event, and without the actual complaint device the exact reason for the filter to release before the release button was pushed cannot be determined. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: there was no tortuosity or stenosis confirmed in the vessels. When the physician was advancing the delivery system by the right subclavian vein approach, filter got detached from the grasping hook inside the sheath without the red hub loosened or metal knob pushed. Then, the device was changed with another device to continue the procedure. Patient outcome: there have been no adverse effects to the patient reported.